Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 2 (pre-warm inlet pressure error), inlet pressure expects -7.0 actual 0.2. During functional check, the inlet pressure (ip) was unable to be maintained at -7 even with a circulation pump command (cpc) was of 78 percentage. Discussed this was indicative of a failed circulation pump. They stated they would order and replace the circulation pump onsite. Biomed stated they were following the service manual for replacing the mixing pump on sn # (B)(6) and had a few questions. Biomed stated they replaced the mixing pump, but now device was alerting 02. Sn # (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Inlet pressure expects -7.0 actual 0.2. During functional check, the inlet pressure (ip) was unable to be maintained at -7 even with a circulation pump command (cpc) was of 78 percentage. Discussed this was indicative of a failed circulation pump. They stated they would order and replace the circulation pump onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 2 (pre-warm inlet pressure error), inlet pressure expects -7.0 actual 0.2. During functional check, the inlet pressure (ip) was unable to be maintained at -7 even with a circulation pump command (cpc) was of 78 percentage. Discussed this was indicative of a failed circulation pump. They stated they would order and replace the circulation pump onsite. Biomed stated they were following the service manual for replacing the mixing pump on sn # (B)(6) and had a few questions. Biomed stated they replaced the mixing pump, but now device was alerting 02 (low flow). Sn# (B)(6). Per sample evaluation results on 01jul2025, unit did not cool in decontamination.